Manufacturer narrative:
Customer occupation: MRI technician. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a nester platinum embolization microcoil had migrated in an unknown patient. An MRI technician called to verify if it was safe to perform an MRI on a patient that had a migrated nester coil. According to the operative notes, the coil had migrated from the patient's spleen to the pulmonary artery. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: a representative of winchester medical center (united states) informed cook on 12sep2022 about a concern regarding a nester platinum embolization microcoil (rpn and lot # unknown). An MRI technician called to verify if it was safe to perform an MRI on a patient that had a migrated nester coil. According to the operative notes, the coil had migrated from the patient's spleen to the pulmonary artery. No other information or adverse effects were reported for this incident. Reviews of the complaint history, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record (DHR) could not be reviewed. Cook also reviewed product labeling. The IFU [t_ce_tem_rev3] packaged with the device contains the following in relation to the reported failure mode: "instructions for use for .018 inch microcoils: 1. Perform an angiogram prior to embolization to determine optimal catheter position." The information provided upon review of the dmr, DHR, and IFU, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook was unable to determine the exact cause of this failure due to lack of information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.